Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an interventional procedure. Reportedly, the suture of both proglide devices snapped when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff disengagement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.